Event description:
It was reported that two years after implant of this inflatable penile prosthesis, the device stopped was difficult to inflate. The patient presented for in-clinic device evaluation and it was found that the pump was collapsing when inflation was attempted. A revision surgery has been requested. Records indicate the procedure has not taken place yet. No patient complications were reported.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) implanted on 2018. Two years later, the device stopped working properly as it was difficult to inflate. Then the patient presented at office consultation and it was found that the pump was getting collapsed when it was tried to inflate it. A surgery was performed and the device was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) was visually inspected, microscopically examined, and leak and pressure tested. One of the cylinders exhibited wear at a fold in the distal body; a leak was identified in the middle of the cylinder body as a result of fatigue wear. The cylinder could not be pressure tested due to the identified leak. The second cylinder was also noted to exhibit wear at folds in the proximal and middle of the cylinder body, though no leaks were found. The second cylinder passed leak and pressure testing. The pump component was visually and microscopically inspected as well as functionally and leak tested. No damage was visualized. The pump did not pass functional deflation testing. The remainder of the device did not exhibit any abnormalities beyond damage consistent with the explant procedure. Product analysis concluded these deflation issues could affect the functionality of the device confirming the reported malfunction. An investigation conclusion of cause traced to component failure was assigned to this event.